Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in clinic for post implant wound check. It was noted that the right ventricular lead exhibited high capture; the lead was dislodged. The lead was successfully repositioned on (B)(6) 2018. The patient was in stable condition post procedure and will continue to be monitored.